Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that at 1015, 1 liter of d5w 0.45 ns was hung on the patient to infuse at 250 ml per hour over a period of 2 hours. The nurse entered a volume of 500 ml to be administered. At 1215 the pump had an "air in line" alarm and the 1 liter IV bag was completely empty. The pump was reading 250ml and a volume infused of 440 ml. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of overinfusion was not confirmed. Physical inspection of the device noted the platen assembly had a broken upper post; the platen had a date code of 11/07 (november / 2007). The lower latch was sticky and the rear case had fluid ingress damage at the base. The battery on the associated pcu was not an approved part. Analysis of the pcu event log showed no recorded usage on the reported event date of (B)(6) 2016. The log showed that the pcu was used on (B)(6) 2016. The source pump module event log also had no recorded usage on the reported incident date; it was used on (B)(6) 2016. The pcu log did show programming consistent with the reported event at 10:34am on (B)(6) 2016: the reported module was programmed for a basic infusion at 250ml/h with vtbi of 500ml. The device alarmed for air in line at 12:20pm and recorded a volume infused of 440.859ml. The module was then turned off 4 minutes later. Rate accuracy testing found the device was infusing within specification as a result of the platen assembly having maintained proper orientation through the testing even though the upper hinge on the platen assembly was broken. The proximate cause for the customer¿s report is attributed to the platen assembly broken upper hinge post. The root cause for the breakage was not identified.